Event description:
Customer reportedly received results of 534 mg/dl and 88 mg/dl on the compact system. Customer treated herself with novolog after the incident. No adverse event reported. Requested return of suspect device and replacement was sent.